Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda per the physician is related to patient¿s anatomy and due to patient previously undergoing mitral valvuloplasty. Image resolution poor was associated with patient and procedural circumstances as difficulties visualizing the clip during the procedure were reported due to patient¿s previous mitral valvuloplasty procedure. Mitral valve insufficiency/ regurgitation (recurrent) appears to be due to the slda. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip detaching from the posterior leaflet, resulting in recurrent mitral regurgitation. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 3-4. The patient had a recent valvuloplasty that caused imaging to be poor. A mitraclip was implanted, reducing mr to grade 1. Two days post- procedure on (B)(6) 2023, the clip detached from the posterior leaflet (single leaflet device attachment (slda), causing mr to increase to grade 3. No further intervention has been performed. It was thought the slda occurred due to the pre-procedure valvuloplasty. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda per the physician is related to patient¿s anatomy and due to patient previously undergoing mitral valvuloplasty. Image resolution poor was associated with patient and procedural circumstances as difficulties visualizing the clip during the procedure were reported due to patient¿s previous mitral valvuloplasty procedure. Mitral valve insufficiency/ regurgitation (recurrent) appears to be due to the slda. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances the patient underwent an additional mitraclip procedure, successfully reducing mitral regurgitation to grade 1. There is no indication of a product issue with respect to manufacture, design or labeling.